Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a let ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2016 with complaints of dark stools associated with dizziness and weakness since (B)(6) 2016. It was reported that several weeks prior to this event, the patient experienced a massive gi bleed. On (B)(6) 2016, an esophagogastroduodenoscopy (egd) showed bleeding avms. The avms were treated with argon plasma coagulation. The patient's hemoglobin and hematocrit values were being monitored with serial complete blood counts and on (B)(6) 2016, the patient was reported to be in stable condition with plans for discharge. No further information was provided.